Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that on (B)(6) 2023 the patient had black stools. On (B)(6) 2023, they were hospitalized for hematochezia. An esophagogastroduodenoscopy, colonoscopy, and capsule endoscope were performed and did not find the cause of the bleeding. The patient's status improved to normal condition, and they were discharged.